Event description:
It was reported that this right ventricular (rv) lead was suspected to have caused a perforation due to the electrogram (egm) readings, with fluoroscopy confirming the perforation. The lead was revised and repositioned, with it remaining in service. No additional adverse patient effects were reported.